Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-06093. It was reported that stent thrombosis, chest pain and no flow occurred. In (B)(6) 2014, a 2.75mm x 12mm promus premier¿ stent was advanced and implanted in the proximal left anterior descending artery (lad) and a 2.75mm x 38mm promus premier¿ stent was implanted in the distal lad. Aspirin 81x4/heparin bolus/drip was given before the initial procedure. Then angiomax 15ml bolus and angiomax drip at 35ml/hour were administered during the initial procedure. However, four days post procedure, the patient experienced chest pain and electrocardiogram was performed. The patient was brought back to the cardiac catheterization laboratory. It was found out that the 2.75mm x 12mm promus premier¿ stent implanted in the proximal lad had thrombosed and was completely closed off with no flow going through the lad. An attempt was performed to reopen the stent using multiple unspecified guide wires and balloon catheters but the guide wire was not able to cross the stent. Plavix 600mg was given at the time of stent thrombosis. Nitro drip and effient 60mg were administered to alleviate the chest pain. At the end of the procedure, the patient was still having with some degree of chest pain.